Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer was having on going issues with questionable alkaline phosphatase acc. To ifcc gen.2 (alp2) and lactate dehydrogenase acc. To ifcc ver.2 (ldh) results on two different cobas 6000 c (501) modules. The customer provided data with discrepant results for 5 patient samples but it was not known on which c 501 module. (B)(6). There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The calibration and quality control were acceptable. The alp2 and ldh reagent lot numbers and expiration dates were requested but not provided. Refer to the medwatch (B)(6) for the two c 501 modules involved.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.